Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has not been returned to animas. A retain sample from the same lot number was tested and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint.

Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 40 mg/dl associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient did prime while attached after receiving a loss of prime warning and 1.8 units were infused into the patient. The reporter stated that this had occurred greater than 3 times. It was determined by customer technical support (cts) that the patient was not using the cartridge per its instructions for use. This complaint is being reported because the patient allegedly experienced hypoglycemia due use error in not correctly using the cartridge.